Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 3 to 5 atmospheres for approximately 4 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.